Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient received result of 578 mg/dl on the inform system and 61 mg/dl on lab value within 10 minutes. Patient was treated with insulin. Caller states the lab value may have been compromised when the operator drew the sample from the patient's central line. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The clinic reported that a pt treated for lasik vision correction presented at a one week post-op exam with an over correction of two or more lines of vision in both eyes. The pt also reported that their distance vision was getting better but still blurry. Pt's post-op visual acuity at one week: bcva od 20/50 os 20/30.